Event description:
This procedure was performed in (B)(6): the physician felt strong resistance when the stent was deployed 20-mm. The physician wanted to retrieve the protege stent, but was unable to do so. The stent was finally fully deployed. There was no injury to the patient, however the stent moved distally 1.5cm after deployment.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.